Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient fell off the mattress. The patient did not sustain any injuries. The facility was contacted to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.